Event description:
It was reported that a vns pt experienced an infection and was scheduled for wound debridement with the implanting surgeon. Additional info was received from a company indicating the surgeon was no longer going to see the pt for infection, but rather for discomfort in the chest area. Plans to move the generator to another location due to discomfort were made by the surgeon, but at the moment no additional info has been received to confirm the reported infection or the intervention taken. Good faith attempts to obtain additional info from the surgeon and the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.